Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with two 700cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination and MRI, with left breast capsular contracture (baker grade iii) and possible left breast implant rupture. The patient experienced trauma, an accident at work, prior to the rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 17, 2022, mentor became aware that the patient has been scheduled for breast implant removal surgery on (B)(6) 2022. On (B)(6) 2022, mentor also became aware that the patient's breasts got smashed by an elevator door closing on them and the left breast was firm, painful and was baker grade 3-4. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, breast pain, possible material rupture.

Manufacturer narrative:
On september 27, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 700cc returned device. Mentor concluded that the capsular contracture in the patient´s breast resulted from the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On september 19, 2022, mentor received additional information indicating that the left breast implant was actually removed intact during the revision surgery on (B)(6) 2022. In addition, the patient underwent left capsulectomy and the implant was replaced with a 700cc memorygel high profile silicone implant. On september 21, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.